Manufacturer narrative:
Pt information: height is 5¿3¿ and bmi is (B)(6). UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history review (DHR) for part # 04.038.100s lot # 9853953. Release to warehouse date: 07 august 2015. Expiration date: 30 june 2025. Manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery to remove a tfna nail, lag screw and distal crosslock (distal locking screw) on (B)(6) 2017. The revision surgery was performed due to a lag screw penetrating through the patient's femoral head. The lag screw migrated into the joint area between the femoral head and acetabulum. The migration of the lag screw was noted by the surgeon upon post-operative follow-up x-rays after the initial implantation of the tfna system. No fragments were generated during the procedure and it was successful. After the nail, distal locking screw and lag screw were removed, a total hip arthroplasty procedure was performed. The patient condition after the surgery is unknown. Concomitant devices reported: tfna nail (part# 04.037.159s, lot# h248151, qty# 1). Distal crosslock (part# 04.005.540, lot# unknown, qty# 1). This is report 1 of 1 for com-(B)(4) .